Event description:
The customer reported having an urgent care visit due to high blood glucose of 619mg/dl. The caller stated that she has not been getting insulin since the day before the call, and she can not remove the battery cap to change the battery after the insulin pump went dead. The customer stated that they are doing a blood work to check her for diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with stripped battery cap at coin slot.